Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a surgeon used a sternalock blu ladder plate to fixate a patient&#62688;sternum and it broke. The surgeon stated that the patient did not follow directions given to avoid physical therapy and it could have contributed to the break of the plate. The plate was originally implanted in (B)(6) 2014. In (B)(6) 2016, it was identified the plate was broken. The surgeon decided there will be no revision surgery to remove the plate as the patient is healed.